Event description:
It was reported that the insulin pump had a crack on the up and down button as well as the display. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked display window, a cracked case at the display window corners, and cracked battery tube threads.